Event description:
It was reported that during a cholecystectomy procedure, the device did not function properly, the clips will not close parallel, but on top of each other. No further information available.